Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was duplicated. Evidence indicated this was due to usage wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that during routine inspection the motor device was "overheating and getting warm to the touch". The motor device was not used in surgery. There were no injuries or medical intervention reported. There was no additional information provided.